Event description:
Patient presented to the physician with an infection at the ipg site. Physician brought the patient into the or, initiated IV antibiotics, and explanted the entire inspire system. Physician irrigated the neck and chest pockets with antibiotic solution, implanted a new stimulation lead and a newer ipg model that does not require a sensing lead, and closed the incisions.